Manufacturer narrative:
The acgo switch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a planned maintenance visit, gehc service rep observed that notification of unit in auxiliary common gas outlet (acgo) mode was not functional. There was no report of patient involvement.